Event description:
Defective implant - the pt experienced new sim pain. MRI demonstrated dorsal epidural material pressing on the exiting nerve root. We indicated surgical removal. At the time of removal, we noted de-lamination of the titanium layer from the peek layer. The device was originally placed on (B)(6) 2022 at (B)(6) hospital. The device being a simplify cervical disk replacement (made by globus, previously nuvasive). The lot no w81133r. The pt did well until fall of 2025.